Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an endometriose discoid with colorectal resection, the anvil of the device rotated prior to stapling. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, g4 (510k), h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil of the instrument was observed to be tilted and separated from the instrument. Engineering noted anvil cutting ring showed no traces of knife impression and there was no indication of staple marks on anvil pockets for firing action. Clinical residue was observed. Frangible four tabs were protruding as an indication of tilt action which is an expected position. Anvil cutting is crushed as an indication of force for tilt action to the cutting ring area. It was reported that the anvil of the device rotated prior to stapling. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the stapler with extra thick staple size (black) on any tissue that will not comfortably compress to 3.0 mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window and do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Also cautions and notes, the safety will not release if the green bar is not visible in the indicator window, the instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Always select a stapler with the appropriate staple size for the tissue thickness. Overly thick tissue may result in unacceptable staple formation and/or incomplete knife cut. Overly thin tissue may result in unacceptable staple formation and when the stapler is upsized or downsized for its staple height only (upsized from purple to black stapler or downsized from black to purple stapler) keeping the same lumen diameter, the anvil can be left in the anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.